Manufacturer narrative:
The ventilator was investigated on site and the expiratory pressure transducer printed circuit (pc) board, expiratory pressure transducer tube and seal were replaced and returned for investigation. The investigation revealed that the retuned parts passed all tests without any discrepancy when they were connected to a test ventilator. The expiratory tidal volume could be read during the ventilation test using a test lung. The evaluation of the received device logs could not confirm the reported issue. The conclusion is that the reported failure could not be reproduced during our investigation. The root cause could not be determined since the reported problem could not be reproduced. H3 other text : 1

Event description:
Manufacturer ref. #: 302991.

Event description:
It was reported that during patient treatment, there were no readings of expiratory tidal volume. There was no patient harm. Manufacturer's ref #: (B)(4).